Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Patient code: no code available (3191) is used to capture insufficient information.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. Stability and alignment were good. X-rays looked good. No indication of infection. Femoral component was well fixed but was revised to get adequate soft tissue balance. Patella was not revised. Doi: (B)(6) 2018; dor: (B)(6) 2020; left knee.